Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital for emergency dialysis and upon interrogation it was noted that there were inappropriate shocks from the previous week due to decreased r wave amplitude and t wave oversensing. The device was reprogrammed from primary to alternate sensing vector and remains in service. No adverse patient effects were reported.